Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test. Valve actuation test failed. Valve 15 would not actuate due to a damaged io board. A known working io board was installed and all valves actuated as intended. The working io board was removed at the completion of the investigation. During an internal inspection of the returned cycler there were visual indications of dried fluid found on the io board. There were signs of thermal decomposition on the io board. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an thermal decomposition on the io board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient received a balloon valve leak warning during step 5 of setup of treatment. The patient pressed ok and the alarm reoccurred. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the io board was identified.